Event description:
A 25-yr-old female nurse with a history of contact latex allergy was working with co-worker who was wearing latex gloves. When co-worker removed gloves, the nurse had an allergic reaction to the gloves. Nurse was transferred to a larger facility. Nurse was admitted to the hosp overnight. Nurse was experiencing respiratory concerns and seizures. Nurse was admitted to intensive care. Unknown what type of medical treatment was required.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.